Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device, the device's ac connector was discovered to be damaged. The device's ac connector was replaced to address the issue. Additionally, not related to the issue, the device's feet and handle o-ring are missing and have been replaced. The dc connector is corroded and has been replaced. Device exterior damage to base enclosure could not be confirmed. Device passed all testing